Event description:
Patient had an in-stent restenosis of an avegfx open cell stent that had been placed in the mid lad in 1996. The lesion was highly calcified. The physician decided to treat the lesion with two cypher stents. An xb 3.5 guide and a whisper wire were used in the procedure. A 2.5 x 15 maverick balloon was used to predilate. A 3.5 x 28 cypher stent was deployed with no complications. A 3.0 x 13 cypher stent was then deployed distal to the first cypher stent. Postdilation was conducted with a 3.5 x 20 maverick balloon. During postdilation, calcium was pushed through the arterial wall, perforating the artery. Patient wa taken to the operating room where fluid was removed from the preicardial sac. The patient is in stable condition. Sales rep noted that the dissection was caused by high pressure balloon inflation in a highly calcified area.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2006-00445. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.